Manufacturer narrative:
Device not returned. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report were received. Unfortunately, the device is unavailable for evaluation, as it was discarded. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 161.83 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to aortic regurgitation and insufficiency. Per the operative report, a tear in one of the leaflets caused the insufficiency.